Event description:
After a blow to the head, the pt experienced intermittent sound with the implant. An x-ray confirmed that the magnet had dislodged from the internal device. This will require surgery to replace the magnet. A corrective action and supplement have corrected this device issue.